Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump alarmed no delivery and is experiencing high blood glucose. The blood glucose at the time of the incident was 412 mg/dl. The customer states they been experiencing alarms all day and woke up with a high blood sugar level. The customer changed reservoir and set multiple times, but her blood glucose went up to 487 mg/dl. The customer states she had syringes available to treat, but wanted to check the functionality of the pump. Troubleshooting was performed and determined the pump is working correctly. The device will not be returned for analysis.